Event description:
Medtronic received information that following the implant of this 28 mm mechanical valve, the valve leaflet had impaired movement. Subsequently, a non-medtronic 31mm valve was implanted with no adverse patient effects reported.

Manufacturer narrative:
The valve continues to undergo extensive analysis. Following the completion of analysis, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at (B)(4)'s quality laboratory, visual inspection of the valve holder revealed the correct size was embossed on the holder. The valve holder body (fixed leg) had impressions that would be consistent with being tilted back and forth on the orifice flats. The holder was verified to fit the carbon assembly. After the valve was cleaned, the leaflets were fully mobile. Functional testing of the valve met process specifications. No visual anomalies were found on the valve. The valve holder body was examined under magnification. The valve holder body had impressions that lined up with the orifice flats, which would suggest that the holder was tilted during release. The holder was placed back on the orifice to check the fit. The valve body released from the orifice as expected. The device history record was reviewed, which included a review of the leaflet and orifice travelers. The valve was built to specification and passed all inspection and acceptance criteria. In conclusion, the valve passed all functional testing. There were no visual anomalies noted. The valve met the acceptance criteria for release. The root cause of the valve holder being stuck and the leaflets not moving cannot be determined as the valve and holder body was tested and met all functional testing for release. User facility: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.